Event description:
The initial reporter obtained info from the pt's explanting physician that indicates the pt was admitted to the hosp in congestive heart failure. Two transesophogeal echocardiograms showed obstruction of the bjork-shiley convexo-concave mitral valve. The valve was replaced and pt reportedly survived surgery.

Manufacturer narrative:
Section h3--device evaluation summary. The valve was examined under a light microscope at 20x magnification. The outlet strut legs were found to be intact. Wear patterns, scratches and instrument marks typical for valves implanted greater than eleven years were observed on the struts, the flange inner diameter, and disc. A disc impingement test was performed using a cardiac valve analyzer. The pressure and flow recordings were reviewed and no valve dysfunction was observed.